Manufacturer narrative:
The log files show the AED was manufactured on 2/12/2020 and placed in service on 8/11/2021 with battery pack serial number (B)(6)- the battery pack in question. On 7/01/2023, during an automated self-test, the AED detected a potential problem and attempted to alert the user by flashing its red asi and chirping. On 7/09/2023, the battery pack (serial number (B)(6)) was uninstalled from the AED by the user, and the log does not show it ever begin reinstalled. The log files do not provide enough information to understand the customers complaint related to the depleted battery pack as the log file does not show the reported battery pack at a low or depleted state. Additionally, after the battery pack was removed from the AED, five additional battery packs, four of which were depleted, were inserted into the AED. Although the log file review did not identify a problem with the reported battery pack, the review did identify that the AED is functioning as designed. The root cause of this report appears related to the customer's AED reporting a nuisance service code; once on 7/01/2023 and a second time on 7/31/2023. There is no evidence in the AED's log files, nor from the customer's report, to support that an adverse event occurred with this AED. By design, defibtech aeds perform various automated self-tests that evaluate all aspects of the AED device necessary for successful performance. These tests are intended to confirm that the AED is fully functional and to alert the AED owner if any maintenance may be necessary. Daily, weekly, monthly, and quarterly tests are conducted that test various aspects of AED performance. The weekly self-test performs a battery check, while the monthly and quarterly self-tests perform partial and full defibrillation shocks to an internal load, respectively. Failures of any self-test, will generate an alert to the user using the active status indicator (asi) by "chirping" and a red flashing led (light emitting diode). Per the AED instructions for use (IFU) "routine maintenance" section, users are advised to check their AED regularly to confirm an actively flashing green led. A red or non-flashing led indicates an AED service code that is reported by users to defibtech for further review. Services codes are reported to the user in the form of a flashing red asi led and chirping sound; providing both audible and visual cues to users of an issue. The presence of a service code being reported by the AED does not prevent or interrupt usage during a rescue. Even with a service code present, the AED will make every attempt to perform and deliver therapy. Nuisance service codes may be cleared by the end user by completing a manual self-test and if no error continues to be detected, the service code will be cleared. In this case, the AED's service codes were cleared with a manual self-test and the AED was upgraded to the latest version of software which can reduce the frequency of nuisance service codes. The review of the log files from the AED showed it to be functioning as designed. Defibtech returned the battery pack to our battery pack manufacturer (pti). Pti performed an analysis of the battery pack, and the results of their analysis did not identify any discrepancies or problems associated with the manufacturing of the battery pack. Pti sent the battery cells to duracell, the battery cell manufacturer, for further analysis. The investigation and findings from duracell, the manufacturer of the individual cells, did not identify any device malfunction or manufacturing issue with the cells or the battery pack itself.

Manufacturer narrative:
Although requested via the in-country device distributor, defibfrance, the electronic data associated with the AED has not been returned and neither has the battery. The device history from the AED is necessary to understand the facts surrounding the customer complaint. It is not possible to determine a root cause without the electronic data and / or the battery. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Defibtech received an email that a irish customer had a depleted AED battery. No additional information was provided other than a photo of the battery label. Defibtech is filing this manufacturer device report for the depleted battery pack.